Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds because of patient condition. No new right ventricular (rv) lead was placed. No additional adverse patient effects were reported.